Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the mega suture cut needle driver (msnd) instrument had a broken or loose cable. The customer used a backup msnd instrument to continue with the procedure. No fragment fell inside the patient. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the mega suture cut needle driver instrument be returned for failure analysis (fa) testing. The product has been received and the fa is still in progress.

Manufacturer narrative:
The mega suturecut needle driver (msnd) instrument has been evaluated by the failure analysis (fa) team. Fa was able to replicate and confirmed the reported complaint. The instrument was found to have a broken grip cable at the proximal clevis hole. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. Intuitive surgical, inc. (Isi) obtained the following additional information from the medical engineer: the issue was not related to opening/closing of the grips, left/right (yaw) motion of the grips, or up/down (pitch) motion of the wrist. No cable was visibly protruding from the distal end of the instrument.

Event description:
Refer to h10/h11 for follow-up information.